Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-oct-2018 with the following findings: the battery compartment was found to be cracked. The cartridge compartment was cracked. The display screen was dim and discolored. Contamination was found on the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the cartridge compartment was cracked, the display screen was dim and discolored, and the button contacts were contaminated. This report is made based on results of investigation completed on 11-oct-2018.